Manufacturer narrative:
Correction to follow-up 1 MDR: the returned ipg sc-1132 (sn (B)(4)) was analyzed and no anomalies were found.

Event description:
A report was received that the patient underwent a scs system explant procedure due to not receiving sufficient pain relief.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2352-70, serial/lot: (B)(4), description: linear 3-4 lead 70 cm. Model: sc-4316, serial/lot: (B)(4), description: clik anchor. The explanted leads and clik anchor were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent a scs system explant procedure due to not receiving sufficient pain relief.

Manufacturer narrative:
A review of the manufacturing documentation for the leads and clik anchor revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient underwent a scs system explant procedure due to not receiving sufficient pain relief.

Manufacturer narrative:
Correction to follow-up 2 MDR.. Correction to follow-up 1 MDR. The returned ipg sc-1132 (sn (B)(4)) was analyzed and no anomalies were found. Analysis of the returned leads sc-2352-70 ((B)(4) and (B)(4)) revealed the complaint was not verified. The leads were cleanly cut, and the distal end was not returned. This damage was similar to the typical explant damage and was not considered a failure.

Event description:
A report was received that the patient underwent a scs system explant procedure due to not receiving sufficient pain relief.